Event description:
A malfunction alarm was reported with the code "malf 9," and it was confirmed that no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support who provided pump reset information and helped with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue reappears.